Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that device and another manufacture's lead triggered a lead safety switch for impedances of less than 200 ohms. Impedances had gradually been trending downward. Noise was present on the right ventricular (rv) lead and right atrial (ra) lead. Additional information indicates that the sensitivity of the device was reprogrammed. There were no adverse patient effects reported. The device remains in service.